Manufacturer narrative:
(B)(4) a date of the event could not be obtained from the customer. Samples for evaluation have not been received yet. The investigation of the event is still ongoing. As soon as completed, a supplemental report will be filed.

Event description:
Customer states a lot of high potassiums and calciums. Customer questioned if there could be an error in the spinning process. Customer is re-centrifuging tubes.

Manufacturer narrative:
No samples were received for evaluation. We have no remaining inventory of the material/batch. No further information or clarification was provided by the customer. A check of quality, production, and maintenance documents revealed no deviations in relation to the reported event. The cause of the event cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.